Event description:
A valiant thoracic stent graft system was inserted in a patient for the endovascular treatment of a thoracic aortic aneurysm. Vessel morphology is unknown. It was reported that during surgery, the physician turned the blue external handle but the stent graft would not deployed. The device was removed from the patient without issue. Another medtronic device was successfully used to complete the surgery. No clinical sequelae were reported. The device was returned and the evaluation has been completed. The stent graft was still loaded in place. The external slider was open 71mm with no corresponding movement of the graft cover. The tapered tip was seated flush with the graft cover. During evaluation, the external slider was attempted to be returned to the starting position but its movement was obstructed. The deployment difficulties complaint was confirmed. The root cause was determined to be related to the manufacturers' over-mold process failed between the graft cover and the t-tube components causing the graft cover to break off. The device used for this case is not marketed in the united states however it is similar to a device that is marketed in the united states.

Manufacturer narrative:
(B)(4). Results: deployment difficulty.